Manufacturer narrative:
Block b3: exact date unknown, event occurred this past week prior to the date the manufacturer became aware.

Event description:
It was reported that patient was experiencing extremely strong stimulation from the device following a non-device related surgery and needed to turn it off quickly. The patient underwent a revision procedure. The patient was doing well postoperatively. No device available to return.